Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaints review of the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post coronary stenting drug eluting treatment procedure, vessel occlusion occurred. The de novo target lesion was located in the 100% occluded right posterior descending artery (pda). The lesion length was 20mm and the vessel diameter was 3.0mm. During the index procedure the lesion site was predilated with an unspecified 2.50x15mm balloon at 16atms. Next, three taxus express2 paclitaxel-eluting coronary stents were implanted (3.00x20mm, 2.50x24mm and 2.75x32mm). There was no gap among the stents but the stents were also not overlapping. The initial stent placement was reported to be well positioned and well apposed. Post-dilatation of the stents was performed using an unspecified 3.00x15mm balloon at 16atms. The procedure was successfully completed with no pt complications reported. Two days post-procedure an angina assessment was performed and no issues were noted. Medications upon discharge were bayaspirin 100mg and panaldine 200mg. At an unspecified time frame post procedure "timi flow 0" was noted. Additional info has been requested but is not available.